Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. The outcome of the event was not reported. The action taken with extraneal therapy was unknown. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Three days after event onset, the patient began treatment with topical gentalin (for 10 days; dose, frequency, and duration not reported) and cefazolin (for 15 days in the bags; dose, route, frequency and duration not reported) for peritonitis. This is report 1 of 4. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).